Event description:
(B)(4). I had seizures. I had every test related to seizures, and the dr could find no reasons for them.

Event description:
(B)(4). I have since had other health problems. Chronic fatigue, severe abdominal bloating, headaches, bone aches, swelling of limbs, skin rashes, brain fog, memory lapses, extremely heavy bleeding, breakthrough bleeding, weight gain, severe abdominal pain, severe indigestion, sore hips, hair loss and thinning, loss of libido, painful intercourse, mood swings and many more. I had a radical hysterectomy on the (B)(6) 2015, to remove the devices, and theses symptoms have gone. It is clear that my body had a severe reaction to the nickel and pet fibers in this product. Interestingly, I was informed that it was only surgical steel. I would never have gotten essure if I was fully informed.